Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was not placed. Images returned by the customer show the reported implant vial and outer packaging. The implant cannot be seen from the image, but the packaging is noted to be opened already. The circumstances of the event could not be recreated. DHR review was completed for the subject lot number 64099384. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The inspection of the device inner vial noted that all devices inspected in this lot passed with no rejection.complaint history review was performed for the reported lot number (64099384) for similar event and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (missing component) or product (tsvb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, as the circumstances of the event are unknown. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number: (B)(4). D4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k013227. Device was not returned.

Event description:
It was reported that during surgery, when doctor opened the package, no implant (tsvb11) was found inside the packaging except for the cover screw. Another implant was placed in the same surgery.